Manufacturer narrative:
The alinity hq analyzer serial number (B)(6) was evaluated and after troubleshooting by field service, the customer reported event was resolve. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify an increase in complaint activity for the alinity hq analyzer with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity hq analyzer as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity hq analyzer serial number (B)(6).

Event description:
The customer reported falsely depressed hemoglobin (hgb) results generated on the alinity hq processing module (sn: (B)(6) and repeated on another alinity hq processing module (sn: (B)(6). The customer reported that they are questioning the following 3 samples for falsely low hemoglobin (hgb) and provided the following data: on (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 65 g/l (6.5 g/dl), and repeat another alinity hq processing module was 115 g/l (11.5 g/dl). On (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 78.6 g/l (7.86 g/dl), and repeat another alinity hq processing module was 124 g/l (12.4 g/dl). On (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 78.9 g/l (7.89 g/dl), and repeat another alinity hq processing module was 130 g/l (13.0 g/dl). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).

Event description:
The customer reported falsely depressed hemoglobin (hgb) results generated on the alinity hq processing module (sn: hq204) and repeated on another alinity hq processing module (sn: (B)(6). The customer reported that they are questioning the following 3 samples for falsely low hemoglobin (hgb) and provided the following data: on (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 65 g/l (6.5 g/dl), and repeat another alinity hq processing module was 115 g/l (11.5 g/dl). On (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 78.6 g/l (7.86 g/dl), and repeat another alinity hq processing module was 124 g/l (12.4 g/dl). On (B)(6) 2025, sid (B)(6), initially generated a hemoglobin result of 78.9 g/l (7.89 g/dl), and repeat another alinity hq processing module was 130 g/l (13.0 g/dl). There was no impact to patient management reported.